Event description:
It was reported that the device has a 60 ml syringe plunger in place error. There was no patient involvement and no harm.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed and there was a syringe plunger not in place error. The device was visually inspected. Functional and visual tests were performed and the reported issue was confirmed. The probable cause of the reported issue was due to the plunger cable. As a result, the plunger cable was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.